Event description:
It was reported by the customer that on (B)(6) 2010, an aiming beam fired straight out of the fiber at 14,528 joules. Also, it was reported that the gland was extremely closed and as a result tissue contact was necessary to open the channel. This occurred at a maximum of 60 watts. The fiber was cleaned during the procedure. The device was not returned for evaluation.